Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #:1420, catalog #:1420, expiration date:30-jun-2021, serial or lot#: (B)(4), UDI #: (B)(4), device avalible for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 12-jun-2020, labled for single use: no, (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited a vad stop alarm. Logfile review revealed that the controller had been off for approximately two minutes. The patient had been driving with the dc adapter and then parked and turned off the car. It was stated that the battery was attached the entire time and they heard the ¿low battery¿ sound. The "low battery sound "was confirmed to be the ¿power disconnected ¿beep by the vad coordinator. They confirmed there was no "no-power" critical alarm. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump ((B)(6) ) and one (1) controller (B)(6) were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the data log files revealed several momentary disconnections between the controller and batteries within the analyzed period. Momentary disconnections will lead to an audible tone or ¿beep¿. Log file analysis also revealed three (3) controller power up events logged on 30-0ct-2022 at 13:25:01, 13:25:56, and 13:26:50 with an associated pump start event at 13:26:54. The data point prior to the losses of power revealed that (B)(6) was connected to power port one (1) with 33% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the losses of power revealed that (B)(6) was connected to power port (1) and no power source was connected to power port two (2). The controller was without power for a total of 2 minutes and 6 seconds. No anomalies were recorded leading up to the losses of power. A loss of power will result in a continuous audible alarm. It is likely that the losses of power were related to the vad stop event. It is likely the momentary disconnections were related to the reported ¿power disconnected beep¿ event. As a result, the reported "power disconnect" and vad stop events were confirmed. A power source lubrication procedure was performed on the associated batteries in accordance with the requirements under fsca cvg-18-q4-19 on 09-apr-2019. CAPA pr00574181 is investigating momentary disconnections. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.